Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful due to helix issues. Additional information was obtained which indicated that the lead was repositioned multiple times, but still unable to extend the helix. The lead was never in service. No adverse patient effects were reported.